Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed drain and fill volume values were within the tolerances. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. Mechanical testing passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is a possible temporal association between the fresenius products / liberty cycler and the events patient experiencing swelling/edema, restlessness, dyspnea, fluid overload requiring an ER visit and subsequent inpatient hospitalization. There were medical interventions and required monitoring for cardiac status (fluid) and pulmonary fluid with a change in the patient prescribed dialysate strength. The patient's fluid overload was possibly associated with the patient's fluid balance management related to patient¿s inability to perform manuals, weight fluctuations, needing changes to dialysate solution strength additionally the patient required a liberty cycler replacement. The total length of inpatient hospital stay to date has been approximately 24 days as patient admitted (B)(6) 2017, remains hospitalized as of (B)(6) 2017.

Event description:
On (B)(6) 2017, it was reported during a service call by the patient contact that this patient with end stage renal disease (esrd), on continuous cyclic peritoneal dialysis (ccpd) therapy since (B)(6) 2017 was experiencing drain issues on the cycler and said, "the cycler is leaving a lot of solution inside the patient¿ additionally patient contact stated the "patient is swollen and sleeping too much from the left over solution left in side of her¿. Subsequently necessitating transfer to the emergency room( ER) due to persistence in swelling with continued shortness of breath/dyspnea, restlessness on (B)(6) 2017. On (B)(6) 2017, during a follow up call to the nurse, it was revealed during evaluation of the patient in the ER the patient¿s daughter stated patient had ¿fluid in the lungs¿ /pleural effusion and ¿fluid around the heart area.¿/pericardial effusion. Patient was actively treated for the fluid overload / hypervolemia and dialysis solution prescription was changed. Patient continued inpatient hospitalization on continuous cardiac monitoring (telemetry), ongoing further medical evaluation and management of the fluid overload episode. It is unknown the possible medical interventions for the pericardial effusion as well as unknown radiologic imaging and tests that may have been performed to further assess fluid around lungs and heart. On (B)(6) 2017, during a follow up call to the nurse, it was revealed that the patient continued to be hospitalized, performing pd therapy during the hospitalization and patient¿s nephrologist has recommended the transition to hemodialysis (hd) therapy but to date the patient has declined.